Event description:
It was reported that the left ventricular [lv] lead had dislodged and the lead tip was in the coronary sinus. It was the physician's opinion that the patient had "twittled" the lead. During the replacement procedure, it was found that on the pin end, the proximal sleeve had separated from the outer insulation and the conductor was exposed. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had melted, the outer insulation was pulled apart due to overstress, the outer insulation was breached cut, and there was apparent explant damage.